Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. On (B)(6) 2009, at 15 minutes after automated blood collection on the trima accel system, the donor suffered a myocardial infarction. Emergency measure were taken and the donor was admitted to the hospital. The initial communication was received by caridianbct on (B)(6) and caridianbct notified the french regulatory authorities that same day. The fins reported date is (B)(6) as this was the date we had received sufficient info to register a complaint. In the opinion of efs, trima is not responsible.

Manufacturer narrative:
(B)(4). The donor was hospitalized from (B)(6) 2009 to (B)(6) 2009 in cardiology for complicated myocardial infarction of thrombosis and important left ventricular dysfunction. This infarction occurred immediately after a trima donation. The donor left hospital with a treatment and a new assessment to occur in 6 months. Trima extracorporeal volume for this disposable is approximately 196ml, less than a single whole blood donation unit. The system did not collect red blood cells (rbc) during this procedure and rinseback was performed. The residual packed rbc volume remaining in the disposable following this procedure is approximately 30ml. This would result in an imperceptible change in hematocrit for the donor. On (B)(6), service technician (B)(6) has been to the efs center: (B)(6). He has checked the trima 1t04137, everything is fine; (B)(4). Since this procedure, they have done 49 procedures with no problems. Enclosed is the run data for the procedure. Rdf available - 1t04137_20090907_002_000703. Dlog. Run data file (rdf) analysis of the procedure was performed on (B)(6) 2009 by a member of caridianbct global systems performance team. Rdf analysis indicates the run was unremarkable with nothing unusual noted and there was no failure of the trima system. It met the manufacturing specifications.